Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 468 mg/dl. Customer was treated with insulin pump. Customer stated that they did bolus of 17 unit but it gave 14 units only. Customer had blood glucose level in the range of 200, 300 adn 400 mg/dl. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.